Event description:
Patient implant on (B)(6) 2008 of a 28-26-140bl bifurcated device. A 2 year post operative follow up revealed a proximal type I endoleak. The physician believed the endoleak was caused by air bag trauma suffered during a recent car accident. On (B)(6) 2010, the patient was treated with an 34 mm aortic extension which corrected the endoleak.

Event description:
Initial implant of 25-16-140bl bifurcated device and a 25-25-75l aortic extension on (B)(6) 2007 by dr (B)(6) in (B)(6). A follow up in (B)(6) 2010, with dr (B)(6) at (B)(6) hospital in (B)(6), sac enlargement from 5.6cm to 6.1 cm due to an unidentifiable endoleak noted. The patient had not returned for a follow up visit in 3 years since the implant. It was decided to explant graft and perform an open repair. During the explant on (B)(6) 2010, doctors noted that the graft appeared to be in good condition and had good proximal and distal seal. The assisting physician had difficulty removing the proximal portion of the graft from the proximal aortic neck. Once the graft was removed, two large lumbar arteries feeding the proximal portion of the aneurysm were noted. The procedure was completed and the patient tolerated the procedure well.

Manufacturer narrative:
Pending device evaluation. Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient anatomy met criteria for indications for use. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information (device evaluation): explanted stent grafts were evaluated. No breaks or disconnects were noted in stent wires. No tears were noted in graft material. There is no indication that the event was due to a design or manufacturing issue. Device evaluation revealed no device failure. Endoleaks are a known risk of the procedure.